Event description:
Pt underwent r implant scar tissue removal on 7/15/1998. Pt subsequently developed staphylococcus infection of the r breast implant. Pt underwent removal of r breast implant and irrigation of pocket on 7/23/1998.